Manufacturer narrative:
The device history record (DHR) could not be reviewed because there was no serial number provided by the customer. The investigation found that there were no related issues recorded throughout the manufacturing and control processes. The manufacturing records, including autoclave documents, were reviewed for the reported lot and no related event occurred during the overall process for this lot. Also, each lot is released based on an acceptable quality limit (aql) inspection. The product was in conformance to specifications and was released for distribution meeting all established quality assurance acceptance levels. The device was not returned for evaluation however one photograph was submitted for evaluation. The photo confirms that there is a detached y-port connector which is assembled by a supplier. A review of the manufacturing and quality process controls for this product was conducted by the supplier and corrective actions have been taken for the detached component by installing a new solvent dispenser for a better handling of the solvent during the assembly process of the y-port. Additionally, to improve the structure of the y-port design it was changed from a ¿wing¿ design to ¿no-wing¿ design, because a ¿no-wing¿ design will increase the surface area of the bond and it has proven to increase the bond strength of the y-port assembly. The validation of this change is planned to be completed within the next two months.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that a portion of the y-port detached during use causing the feeding tube to leak at the y-site which effectively made that port non-functional, meaning they had to replace the tube. There was no patient injury reported.